Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms. Additional information received stated that it was determined through fluoroscopy that this lead had dislodged causing the oor pli measurement. This patient underwent a surgical procedure where this ra lead was surgically abandoned and replaced with another manufacturer¿s lead. This ra lead is no longer in service. No adverse patient effects were reported.